Event description:
It was reported that the pump alarmed "no disposable pump won't run". Pump settings: res vol= 93 ml, rate = 2 ml/hr, given= 60.50 ml. Unknown if air in line was noted. Patient was not affected. No further information available.